Event description:
The customer contacted mallinckrodt to report that they experienced a pressure dome leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported that they observed air bubbles in the collect pressure dome and the collect line. Multiple alarm #16: collect pressure alarms occurred after 540ml of whole blood had been processed. The kit was returned for evaluation and the pressure testing of the kit identified a blood leak in the collect pressure dome. The ecp treatment was aborted and residual blood within the kit was not returned to the patient. The patient was reported to be in stable condition.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m313 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m313 shows no trends. Trends were reviewed for complaint categories, alarm #16: collect pressure, bubbles observed, and pressure dome leak. No trends were detected for these complaint categories. The complaint kit and smart card were returned for evaluation. Review of the data on the returned smart card confirmed the occurrence of multiple alarm #16: collect pressure warnings during the treatment. The kit was returned intact and a visual inspection of the collect pressure dome did not find any obvious manufacturing issues. A positive pressure test confirmed a leak coming from a hole in the collect pressure dome membrane. A known cause for this type of defect is due to damage that occurs during the installation of the pressure dome onto the pressure sensor during installation of the kit by the end user. A material trace of the pressure dome housing assembly and its components used to build lot m313 did not find any non-conformances. The device history record (DHR) review did not result in any related non-conformances. This kit lot passed all lot release testing. The most likely root cause for the alarm #16: collect pressure warning and the bubbles observed was due to the pressure dome leak. The root cause for pressure dome leak was most likely due to the damage to the pressure dome membrane; however, a definitive root cause for the damage could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2024.